Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted along with concurrent exploratory laparotomy with bilateral excisions of hydrosalpinx, excisive lysis of adhesions, abdominal vaginal sacropexy, burch retropubic urethropexy, abdominal incisional hernia repair and scar revision due to persistent left ovarian cyst with abdominal incisional hernia, worsening stress urinary incontinence, symptomatic bowel prolapse and hypertrophic scar. It was reported that she experienced pain, urinary problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
This medwatch report is being voided. Please see medwatch report #2210968-2013-15853 for all information regarding this event.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.